Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the criteria for the right ventricular (rv) lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for short ventricular intervals and lead impedance. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was steady at approximately 480 ohms through (B)(6) 2016 and then rose out of range on (B)(6) 2016. Analysis of the data indicated oversensing due to non-physiologic signals. Fifteen non-sustained episodes with ventricular cycle length <(><<)> 220 ms occurred on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high pacing impedance. The pacing portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.